Event description:
Boston scientific received information that the patient with this implantable pacemaker (ipm) developed a pocket infection. When the physician performed a chest x-ray to examine the pocket and incidentally noticed that the header of the device had separated from the pg case. A fluoroscopy was performed which confirmed that the feedthrough wires were connected to the header of the device body. The physician confirmed that the feedthrough wires became detached from the device header during the explant procedure. The device was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory initial inspection of the device confirmed that the header had separated from the pg can. A microscopic visual inspection revealed a fractured feedthrough wire which occurred after the device was explanted thus therapy was available to the patient while the device was implanted. A review of the daily measurements in the device's memory indicated that the header may have become loose between (B) (6)-(B) (6), 2001 while the device was explanted on (B) (6) 2001. Lab analysis was unable to what caused the header to separate from the device case while the observation of an infection could not be confirmed.